Event description:
During a review of the patient's vns programming history, it was noted that a faulted system diagnostic test occurred on (B)(6), 2010, which changed the patient's settings. Although some of the settings were corrected within the same date, the frequency and off time were not corrected until (B)(6), 2010.

Manufacturer narrative:
Analysis of programming history.